Event description:
It was reported that during a colostomy reversal procedure, the handle instead of becoming harder to turn when closing down, it became easier to turn and crunch noise was not heard. The device fired malformed staples. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.